Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ brown particles on device outer surface are observed. ¿ yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.